Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm will stop when rotating 3d. Review of the system log file showed that standby mode is off. Upon further inspection, the fse found that the failure occurred in spr, and nut was found loose. The fse screw down the nut and test the device, the system was returned to use in good working order.

Event description:
It has been reported to philips that there was a c-arm movement issue. There was no report of harm. Philips has started an investigation of this complaint.